Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3089 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC inserted for an ICU patient on ECMO, inserted using ECG technology and confirmed placement at caj. X-ray taken for reasons other then tip confirmation, however the PICC tip appeared to be much deeper then confirmed on placement. The PICC was pulled back for this reason but a hole was noted in the polyurethane when pulled back so the PICC was removed. Customer does not have a cause other then the possibility of kink from a poorly placed dressing and the fact the patient is on ECMO. They are concerned the polyurethane of the PICC had been stretched due to the patient receiving ECMO. The PICC on insertion was in the correct position and despite no change in external measurement appeared to be close to the tricuspid valve. Unfortunately the PICC was not saved or measured post removal." Was there any patient harm reported? No. This report addresses the hole in the catheter.